Event description:
Account reported they obtained zero results for total protein, albumin and ast for a pt sample. The incorrect results were not reported. The field service rep found the probe was clogged and repaired the analyzer by replacing the probe.